Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)

Event description:
On (B)(6) 2015, the reporter contacted animas alleging an error message issue. There was no additional information available for this complaint. There was no adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission: 02/02/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01/13/2017 with the following findings: unrelated to the original complaint, the display screen remained blank on start up. Due to this unrelated display failure, investigation was not able to adequately investigate the reported ¿cs alarm issue¿ complaint. The pump¿s cover was removed; the display screen was found shattered.